Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 3.1 & 3.2 were not detected on bus. A field service engineer (fse) found that the module controller and the 3.1 drawer controller had failed. The fse replaced both the drawer controller and the module controller, reconfigured the drawer in the application, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open and could not be recovered. The drawer was not listed on the configuration screen, and the three red lights on the back panel of the cabinet were not illuminated. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.